Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see associated reports: 0001825034 - 2018 - 01277 , 0001825034 - 2018 - 01278, 0001825034 - 2018 - 01279, 0001825034 - 2018 - 01280. Medical devices: 192013 echo por fmrl nc 13x145mm, lot 893210, 163669 32mm mod head cocr std neck, lot 00j3721350, 010000666 g7 pps ltd acet shell 58g , lot 3594710, 010000851 g7 neutral e1 liner 32mm g, lot 3355183. Report source: foreign. The event occurred in (B)(6). This report is being submitted late as it has been identified in remediation reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no furth ER action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
It was reported in clinical study (B)(6) the patient had pain and difficulty ambulating during normal activity post primary left hip arthroplasty. No further information has been made available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.